Manufacturer narrative:
The sample probe was replaced and all probes were adjusted. The lamp and reaction cells were replaced. Precision studies were performed. Calibration and controls were acceptable. The investigation determined the service actions resolved the issue. The issue is consistent with service and operator maintenance issues.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 on a cobas 8000 c 702 module. The customer mentioned they had been getting calibration alarms and linearity alarms for other tests. The sample initially resulted in a calcium value of 1.74 mmol/l and it repeated twice as 2.30 mmol/l.